Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation. Analysis of the data logs revealed a gradual rise and fall of purge pressure throughout the case. Based on all of the information, including the clinical evidence that no heparin was used in the purge; the root cause of high purge pressure is most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 47-year-old male patient implanted with the impella 5.5 for mechanical circulatory support was suspected to have heparin-induced thrombocytopenia (hit). There was no heparin in the d5w purge fluid. The patient was administered multiple doses of tissue plasminogen activator (tpa) for low purge flows without success. He was subsequently taken for pump exchange. There were no reports of harm to the patient.